Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer states that the scooter is stopping and going, stopping and going.